Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. Correction to e1: initial reporter country. H4: device manufacture date: february 28, 2021 - march 1, 2021. H10: the device was received for evaluation. Unaided visual inspection along with magnification was performed which observed a large transparent particle matter inside the inside the upper right of the drained bag. The add port was used and no defect was observed at the fill port connector and cap areas. The particle was stereomicroscopically examined and micrographed; a colorless, thin, flake-like particle was examined with a bubble and other residue between it and the bag. Examination of the isolated particle turned on the side revealed the bubble was part of the particle and polymeric. Based on the morphology of the particle, the particle in the bag was a piece of plastic. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transparent particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during preparation at the compounding facility. There was no patient involvement. No additional information is available.